Manufacturer narrative:
Because the customer reported her issue through email, customer service requested via an email response that she call so that her issue could appropriately be addressed. The customer did not contact customer service. The customer was contacted by a complaint handler on (B)(4) 2018 and again on (B)(4) 2018 via email. The customer confirmed via email on (B)(6) 2018 that she was diagnosed with a yeast infection on (B)(6) 2018, at which time she was prescribed antibiotics, which she was still taking. The customer was again encouraged to contact customer service via the phone so that her issue could appropriately be addressed. It cannot be definitively concluded that the pump caused or contributed to the customer¿s yeast. Reported issues of yeast were investigated under (B)(4) and the root causes were identified as: lack of education/training to mothers on breast feeding and breast milk pumping; insufficient guidance on breast shield sizing to prevent nipple trauma; insufficient personal hygiene practices prior to breast milk pumping or breast feeding; and no access to or not following the manufactures' instructions for the cleaning and sanitation of the breast milk pumping components. No corrective actions resulted as it was determined that detailed instructions are available and adequate in both printed and on-line formats for cleaning breast milk pumping equipment, personal hygiene, proper breast shield sizing to prevent nipple soreness/trauma, which can lead to skin breaches, allowing for the potential introduction of yeast.

Event description:
On (B)(6) 2018, the customer reported to medela (B)(4) that she has been exclusively pumping with her pump in style breast pump and she has a yeast infection.